Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was placed deeper in location and leads were added. It was noted that the patient had leads added for neck and arm pain. The patient was doing well post-operatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was placed deeper in location and leads were added. It was noted that the patient had leads added for neck and arm pain. The patient was doing well post-operatively. Additional information was received that the patients neck and arm pain was pre-existing and not device related.